Event description:
Customer reported hospitalization due to high blood glucose. Customer complained of ketones. Customer stated that the cannula was not inserted correctly. The insulin pump did not alert customer of no insulin delivery. Customer was admitted to ICU with severe dehydration. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.